Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no issue with the package, but when it was opened, the ureteral stent was found to be ruptured and the guidewire was missing.

Event description:
It was reported that there was no issue with the package, but when it was opened, the ureteral stent was found to be ruptured and the guidewire was missing.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented the reported issue. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.